Manufacturer narrative:
Philips service replaced the pd.scomp.dcps_24v_12v_5v power supply, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that power supply failure caused system boot issues on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.